Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported having low blood glucose (bg) episodes. The patient indicated that within the past week, he had two low bg episodes and had to go to an emergency room (ER). The patient denied that the pump was exposed to an x-ray or MRI. A review of the pump's basal delivery revealed that the patient was having low bg episodes in relation to increased basal delivery. However, the patient was unable to complete troubleshooting since he was driving. Attempts by animas to contact the patient for additional information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he suffered 2 low bg episodes and had to go to an ER. However, at this time it is unknown if the pump contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.